Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;b5;g3;h2;h3;h6 the following sections were corrected: h11 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565 zimmer.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 1822565 zimmer.

Manufacturer narrative:
(B)(4). D10: cat# 00-6250-065-50 lot# 64561604 trilogy bone screw cat# 00662406540 lot# 64645209 bone screw selftapping 40mm cat# 00-6624-065-50 lot#63704590 bone scr 6.5x50 self-tap cat# 11-300814 lot# 774180 arcos 14x150mm spl tpr dist cat# 11-300818 lot# 147420arcos 18x150mm spl tpr dist cat# 010000903 lot# 3743858 g7 10 deg e1 liner 40mm f cat# 11-301331 lot# 138850 arcos con sz a hi 70mm cat# 650-1058 lot# 2993268 cer bioloxd optionhd40mm cat# 650-1067 lot# 3031106cer option type 1 tpr sleve+3 cat# 00700005620 lot# 64564812 trabecular metal revision shell 56mm. Product remains implanted will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 4 years post implantation of a right total hip arthroplasty, the patient is experiencing pain and a loose cup. Subsequently, the patient is being considered for a revision on an unknown date. No additional information was available